Event description:
A customer observed false negative ahav igm results on a single pt sample during a pt correlation on the vitros eciq analyzer. The results did not agree with the reactive results generated on two competitive methods. Erroneous anti-hav igm results may lead to confusion in the diagnosis and treatment of acute hepatitis. The vitros result was not reported and there was no allegation of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the vitros ahav igm reagent and vitros eciq system were operating as intended. Qc results were acceptable and the investigation determined the customer was performing system maintenance as recommended by the MFR. The ahav igm instructions for use indicate that a negative test result does not exclude the possibility of exposure to viral hepatitis a virus. Levels of ahav igm may be below the cutoff in early infection and late in infection. The root cause of the false negative result could not be determined as add'l sample was not available for further testing.